Event description:
It was reported that a smartsite needle-free connector was clogged during use. The following was reported by the initial reporter: "ivl inserted good flush back, luer lock applied. Unable to get blood flow in to vacutainer into blood tubes , attempted with syringe. Luer lock replaced and blood flowed easily."

Manufacturer narrative:
H.6. Investigation: a 2000e-04 sample was not available for investigation of this feedback; however the customer indicates that an occlusion was identified which was overcome by replacing the smartsite. The connecting product in use at the time of the customer's experience was not returned to assist the investigation. A review of the production records for lot 20116577 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
"Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed."

Event description:
It was reported that a smartsite needle-free connector was clogged during use. The following was reported by the initial reporter: "ivl inserted good flush back, luer lock applied. Unable to get blood flow in to vacutainer into blood tubes , attempted with syringe. Luer lock replaced and blood flowed easily."